Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Inherent risk of procedure (occlusion).

Manufacturer narrative:
The event term was changed from 'right popliteal segment occlusion' to 'right first popliteal segment occlusion. The cec has adjudicated the event is related to the device and not related to the drug.

Manufacturer narrative:
The previously reported occlusion was not related to the study drug.

Event description:
During index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the popliteal of the right leg. Approximately 1.5 months post index procedure, the patient suffered right popliteal segment occlusion which was treated approximately 4 days later the sfa-anterior tibial artery by-pass using great saphenous vein. Investigator indicated that the event was not related to the device or procedure. Event is resolved.